Event description:
The complainant had an orasure collection device placed in the buccal mucosa as part of an insurance examination. On the evening following the orasure device collection, the complainant developed a blister. The following day, the complainant developed ulcers around the blister and counted approx 7 to 8 of these. Over the ensuing days, the ulcers apparently resolved but the complainant reported that the blister persisted. Additionally, the complainant noted a decrease in the sense of taste. Complainant sought follow-up care from an otolaryngologist.